Event description:
It was reported that md inserted sheath via right femoral artery. Iab was prepped per instruction. Md inserted iab into sheath; once iab passed sheath it began to unwrap. The md removed iab & sheath and inserted another sheath and iab; same unwrapping occurred. Md removed iab & sheath again. This time md inserted a sheath via left femoral artery. Md was able to place this iab with success. Subsequently, cath lab manager of the facility was contacted and remarked that this was not an arrow iab issue, this was a result of this pt's torturous anatomy. Device will not be returned for eval. A follow-up report will be filed if more info becomes available.